Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and flush drive support disk. The insulin pump was received with cracked case at display window corners, reservoir tube lip and battery tube threads. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 144 mg/dl at the time of incident. The insulin pump was able to complete rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The agreed to return the insulin pump for analysis.